Event description:
It was reported that, during a tka surgery, when the surgeon was about to distal bur the femur, the system showed an error message with the only option being to quit the case. The surgery was finished with manual technique. The patient outcome is unknown. The result of investigation indicate that the damaged cord caused a short circuit that blew a fuse in the siu, which is a reportable malfunction.

Manufacturer narrative:
D11: corrected.

Manufacturer narrative:
The device was used during treatment and was returned for investigation. The initial functional evaluation of the handpiece found there was a short in the cabling. The DHR was reviewed and there were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable, etc. Since the reported event was related to a component failure, there is no indication in this complaint that the user did not follow the instructions for use. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The short in the handpiece cabling caused the blown fuse in the siu. The root cause of the reported event was due to an electrical component failure. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual instrumentation. Based on the information provided the modified procedure did not result in a delay or patient injury/impact; therefore, no further medical assessment is warranted at this time. (B)(6) rn special medical investigator.